Event description:
Medtronic rep reported that a surgeon was using an awl when the awl tip broke off in the pt. The tip was removed. No impact to the pt. Surgeon was able to complete the case successfully.

Manufacturer narrative:
Investigation of device had not been completed at the time of this report. Results will be provided upon receipt.